Event description:
Report received from the netherlands stating that the device had an e6 error on the console. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).